Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 31 mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, and at this time a thrombus was noted at the distal end of the was. The physician decided to expedite the procedure to minimize the risk of potential complications with the thrombus and increased patient movement. While the field clinical specialist and tee operator were in the process of evaluating the position, anchor, size and seal (pass) criteria, the implanter prematurely released the device before the full tee assessment could be completed. Only the 45-degree tee view was evaluated prior to device release. Upon subsequent examination of the 135-degree tee view, the device was noted to have substantial shoulder (involving more than one-third of the device) and appeared tilted within the left atrial appendage. The procedure was ended, and the physician removed the was carefully due to the thrombus still attached. There were no other complications that were reported to have occurred, and the patient was sent to recovery in stable condition.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.